Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there is an additional small radiopaque fragment near the left essure device which may be attached or separated from the larger fragment'), fallopian tube perforation ('the right fallopian tube showed near perforation of the essure device') and device dislocation ('one of the devices on right side appears to be curled up in inside the uterine cavity/ essure device in the region of the left fallopian tube which is changed in position') in a 38-year-old female patient who had essure (batch no. C35388,(b82377-not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essure micro insert devices were noted overlying the lower pelvis, two on the right and 1 on the left" and device physical property issue "one of the devices appears to be curled up in inside the uterine cavity". The patient's medical history included back discomfort, leg discomfort, allergic reaction to antibiotics, vomiting, tonsillectomy, uterine dilation and curettage, multigravida, multiparous, muscle cramps, pelvic pain and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhoea") and complication of device insertion ("essure complication-premature release of coil."). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (laparoscopic assisted vaginal hysterectomy and removal opf essure micro-insert.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic pain, dysmenorrhoea and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: trailing coils: left 2 right 3. Discrepancy noted in removal date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): urinary system x-ray - on (B)(6) 2015: there is two essure devices within the right fallopian tube which appears similar to previous examination. There is an essure device in the region of the left fallopian tube which is changed in position when compared to the prior examination. There is an additional small radiopaque fragment near the left essure device which may be attached or separated from the larger fragment.. Lot number reported b82377 is not valid. Most recent follow-up information incorporated above includes: on 10-mar-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there is an additional small radiopaque fragment near the left essure device which may be attached or separated from the larger fragment'), fallopian tube perforation ('the right fallopian tube showed near perforation of the essure device') and device dislocation ('one of the devices on right side appears to be curled up in inside the uterine cavity/ essure device in the region of the left fallopian tube which is changed in position') in a 38-year-old female patient who had essure (batch no. C35388, b82377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one of the devices appears to be curled up in inside the uterine cavity" and device use issue "three essure micro insert devices were noted overlying the lower pelvis, two on the right and 1 on the left". The patient's medical history included back discomfort, leg discomfort, allergic reaction to antibiotics, vomiting, tonsillectomy, uterine dilation and curettage, multigravida, multiparous, muscle cramps, pelvic pain and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhoea") and complication of device insertion ("essure complication-premature release of coil."). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (laparoscopic assisted vaginal hysterectomy and removal opf essure micro-insert.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic pain, dysmenorrhoea and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: trailing coils: left 2 right 3. Discrepancy noted in removal date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): urinary system x-ray - on (B)(6)2015: there is two essure devices within the right fallopian tube which appears similar to previous examination. There is an essure device in the region of the left fallopian tube which is changed in position when compared to the prior examination. There is an additional small radiopaque fragment near the left essure device which may be attached or separated from the larger fragment.. Lot number : c35388, b82377. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, lab data, product indication, concomitant and treatment drugs, lot number, rcc added. Event medical device removal replaced with event fallopian tube perforation. New events added- device dislocation, device breakage, pelvic pain, dysmenorrhea, device shape alteration, complication of device insertion, device use issue. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a 38-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there is an additional small radiopaque fragment near the left essure device which may be attached or separated from the larger fragment'), fallopian tube perforation ('the right fallopian tube showed near perforation of the essure device') and device dislocation ('one of the devices on right side appears to be curled up in inside the uterine cavity/ essure device in the region of the left fallopian tube which is changed in position') in a 38-year-old female patient who had essure (batch no. C35388,(b82377-not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "essure complication-premature release of coil.", device use issue "three essure micro insert devices were noted overlying the lower pelvis, two on the right and 1 on the left" and device physical property issue "one of the devices appears to be curled up in inside the uterine cavity". The patient's medical history included back discomfort, leg discomfort, allergic reaction to antibiotics, vomiting, tonsillectomy, uterine dilation and curettage, multigravida, multiparous, muscle cramps, pelvic pain and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhoea") and device expulsion ("one of the devices on right side appears to be curled up in inside the uterine cavity/ essure device in the region of the left fallopian tube which is changed in position"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (laparoscopic assisted vaginal hysterectomy and removal of essure micro-insert.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic pain, dysmenorrhoea and device expulsion outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: trailing coils: left 2 right 3. Discrepancy noted in removal date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): urinary system x-ray - on (B)(6) 2015: there is two essure devices within the right fallopian tube which appears similar to previous examination. There is an essure device in the region of the left fallopian tube which is changed in position when compared to the prior examination. There is an additional small radiopaque fragment near the left essure device which may be attached or separated from the larger fragment. Lot number reported b82377 is not valid. Batch no c35388 production date 2014-03-11 expiration date 2017-03-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. Event: complication of device insertion updated to device deployment issue. New event added: partial expulsion of device. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was identified, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality issue. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-jun-2020: pif received: case upgraded to incident. Event injury replaced by medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.